Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the stimulator only lasted one day and was depleting faster than expected. They had issues with keeping the charge session going for about 2 months and about a month ago they noticed they were charging more often. It was also noted the recharger cord was loose where the cord and the paddle met. A new controller and recharger were requested. No symptoms were reported. Additional information was received from the patient and it was reported that patient called stated his ins is still draining with replacement equipment. Patient stated he met with manufacturing representatives (rep)s and had reprogramming done and still ins is draining. Patient asked if it is known why ins is draining. Reviewed information and patient said he already knows about the usage and setting and he was charging ins every 3 days and in the last month he have to charge every day and he wants to know why and no one seems to know why. Recommend patient consult with his healthcare provider (hcp) and rep for next steps.